Event description:
This procedure was from the durability (B)(4) study. The procedure was angioplasty and stenting via contralateral access to the right sfa. A grade a dissection of the target vessel was observed. Per the received procedure report: a non-flow limiting dissection was observed after the 8x150 protege everflex stent was deployed. Consequently, a 7x30 stent was deployed to cover the dissection. Both stents were then post dilated with excellent angiographic results.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.